Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels of 498 mg/dl. The insulin pump had prime anomaly. The customer stated that the insulin was dripping out after letting go the act button. The insulin was also squirting out. Drive support cap was normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. Motor passed motor test.